Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead and the right atrial (ra) lead exhibited insulation damage and a conductor fracture due to subclavian crush. Oversensing of noise was observed on both leads. In bipolar configuration on the ra lead, there was a high out of range pacing impedance of 3000 ohms. The patient experienced dizziness, but no syncope was reported. The physician increased the sensitivity and planned to extract the leads. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. The insulation damage and fracture were confirmed by a chest x-ray. The patient's followed up with their original implanting physician, who informed the patient they would not perform a lead revision at this time. However, the field representative confirmed the lead damage could lead to further issues, and the patient should be scheduled for a lead revision. At this time, no revision has been scheduled.

Event description:
It was reported that this right ventricular (rv) lead and the right atrial (ra) lead exhibited insulation damage and a conductor fracture due to subclavian crush. Oversensing of noise was observed on both leads. In bipolar configuration on the ra lead, there was a high out of range pacing impedance of 3000 ohms. The patient experienced dizziness, but no syncope was reported. The physician increased the sensitivity and planned to extract the leads. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.